Event description:
The pt underwent implantation of a synchromed pump and catheter in 2001 for intrathecal administration of medication for pain. The hcp reported the pt had an increase in pain which was treated with an increase in intrathecal morphine. The pt also had band-like radicular pain. An MRI was performed in 02/2001 and the pt was diagnosed with an intraspinal mass. The pt was referred to a neurosurgeon for surgical excision of the mass. Pt intervention and outcome are unknown. A f/u report will be sent when add'l info is rec'd.